Event description:
It was reported that during an unknown procedure, the right side of the clip was correctly b-formed, but the left side of the clip stayed open. No patient consequences were reported.

Manufacturer narrative:
.